Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer stated that she lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer felt that her blood glucose levels went low due to being more active that day. Nothing further was reported.